Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system's batteries were discharging at a faster rate than normally expected. The batteries appeared low. There was no patient present.